Event description:
Customer reported that the monitor emitted smoke when it was turned on in the morning. No pt was connected to the device and hense no injury reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.